Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication. The patient's humapen memoir pen device was reported to have missing segments. The number zero looked like the letter "c." The humapen memoir is associated with product complaint (B)(4)(lot unknown). The user and the user's training status were not provided. The device duration of use was not provided. The device was not returned. Update (B)(4) 2011: additional information received on (B)(4) 2011, from the global product complaint database added the device specific safety summary and updated the EU/ca fields.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy reported on behalf of a patient that their humapen memoir device has missing segments and the number zero looks like a letter c. The actual complaint device (batch unknown) was not returned for investigation, therefore no root cause or corrective action could be determined. However, the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'f any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication. The patient's humapen memoir pen device was reported to have missing segments. The number zero looked like the letter "c." The humapen memoir is associated with product (B)(4) (lot unknown). The user and the user's training status were not provided. The device duration of use was not provided. The return status of the pen was not provided.